Event description:
It was reported that during use of a fusion oxygenator, a high pressure excursion occurred during a triple coronary artery bypass graft (CABG) / aortocoronary venous bypass (acvb) surgery. The initial heparin dose was 40,000 iu heparin. Standard cannulation with an act of 624 seconds. Connection to the hlm (priming including 5,000 iu heparin) delta p 150 mmhg, clamping and administration of cardioplegia with 1,600 ml custodiol; delta p 150 mmhg. The act 3 minutes after cardioplegia administration (act 368 sec.). Administration of 10,000 iu heparin; delta p approx. 200 mmhg; act after 3 minutes. Due to high delta p, additional prophylactic administration of 10,000 iu heparin prior to act result of 624 sec. Delta p was 256 mmhg and the pre-oxygenator pressure 500 mmhg. The device was replaced. Patient¿s body temperature 30 degrees celsius. Act after second heparin dose 716 seconds. Further course uneventful, pupils isocoric, no clots in the new oxygenator or reservoir. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of clots/fibrin. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood <(>&<)> gas flows) and the results are as follows. 261 mmhg blood side pressure drop. The reason for the return was undetermined. Correction d5 (oper of dev) <(>&<)> h8 (usage of device): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.